Manufacturer narrative:
The device was returned for evaluation. Visual inspection was performed and could not objectively refute the reported condition. The sample was contaminated with blood and no tests could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking during infusion of total parenteral nutrition (tpn) solution. Upon further inspection, the device was found to be leaking from the connection of one of the ports and a non-baxter cap. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.